Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system controller (sc) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed sc pcb assembly and determined that the cause of the reported issue was a transformer, designator t1.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not detect that a quik-combo therapy cable was connected to a test patient load. As a result, the defibrillation would not be possible.